Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer had failed and was unable to recover. A field service engineer (fse) found that main drawer 6 had failed. Ran hardware test application (hta) and identified a position sensor failure. Removed the rear cover, checked latch sensor position, powered down, inspected the bus cable, and replaced the position sensor. Fse tested successfully in hta and launched the application. The customer recovered the drawer and completed inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed full height cubie and unable to pop out. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.